Manufacturer narrative:
Correction: section b5: there was no pulse generator changeout procedure. The patient was seen in the clinic for a scheduled follow-up. Correction section h10: added related report numbers - 2017865-2025-17350.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, both right atrial (ra) and right ventricular (rv) leads exhibited low impedance measurements. Isometric tests confirmed no abnormalities. No intervention was performed. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2025-17350. It was reported that the patient presented to the hospital for a scheduled pulse generator changeout. Upon interrogation, both right atrial (ra) and right ventricular (rv) leads exhibited low impedance measurements. Isometric tests confirmed no abnormalities. No intervention was performed. The patient was in stable condition.